Event description:
Hip revision due to infection. Accolade ii stem removed, trident psl cup, liner and screws removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 542-11-54f trident psl cluster cup lot 89161303 6721-0330 accolade ii 127* size 3 lot 92335701 2030-6525-1 torx screw qty 2 lot e24mv1 6570-0-036 biolox delta ceramic 36mm -5mm head lot 69283001 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 3 other similar events for the sterile lot referenced related to infection. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following device were also listed in this report: device name#2030-6525-1 torx screw ; cat#2030-6525-1 ; lot#e24mv1 it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Hip revision due to infection. Accolade ii stem removed, trident psl cup, liner and screws removed.